Manufacturer narrative:
The reported event is unconfirmed as the product meets specifications. Received 1 drainage bag with inlet tubing and sample port connector attached to a 3-way temp sensing catheter along with a straight tipped syringe. Verified material number 119314 and manufacturing lot number ngjw3468. Visual inspection noted no obvious observations. During testing, balloon inflated with 10 ml of solution using the returned syringe and there were no leaks noted. Deflated balloon passively in 1 minute and 53 seconds with cuffing noted on the balloon. The drainage lumen was flushed with d.I. Water with no leaks or blockages noted. Further inspection noted flushed the sample port and filled the drainage bag with 10 ml of solution and d.I. Water and it flowed successfully with no leaks or blockages noted. Therefore, the reported event is unconfirmed. Risk, labelling, and DHR reviews are not required as the reported event is unconfirmed. Based on the results of the investigation, no additional actions are needed. Corrections: d, e, f, h UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was no urine flow from the foley catheter. Per notification from ucc on 06jan2026, it was reported that cuffing noted on the balloon was found during sample evaluation on 04dec2025.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was no urine flow from the foley catheter.